Event description:
It was reported that this implantable pacemaker had 1.5 years remaining. Boston scientific technical services (ts) discussed that data from 2 months ago showed longevity of 11.5 years. Ts stated that patient may have been informed with incorrect information. This device remains in service. No adverse patient effects were reported.